Event description:
It has been reported to philips that there was no display on the flexvision monitor as system was not starting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.